Manufacturer narrative:
(B)(4) - pt outcome was not provided by reporter. (B)(4) - valve leaks are not specifically labeled in the IFU. Event evaluation: still under investigation.

Event description:
During aaa repair on (B)(6) 2011 on an (B)(6), male, the valve leaked. No additional info is available at this time. Update (B)(6) 2011 - the main body sheath was leaking throughout the case. Valve did not seem to be working properly. Pt outcome was not provided by the reporter.